Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR): DHR was not available for review. Failure analysis: the xenon lightsource was received in used condition. Upon evaluation, it was identified that the unit required a new power supply, and the unit's power supply was upgraded. Evaluation did not identify any signs of overheating or smoke damage. The described failure of the power supply unit has been addressed by corrective action request 21003 (car 21003) for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra would replace components of the mlx lighting units to restore functionality. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the unit required a new power supply unit. Evaluation did not identify any signs of overheating or smoke damage. The probable root cause for this is that the specified kilovolt trigger from the power supply unit was less than the minimum required by the lamp.

Event description:
A facility reported that the unit mlx 300w xenon lightsource (00mlx) would not light up, and smoke was reported the last time the light turned on. There was no patient involvement; thus, there was no injury or surgical delay.